Event description:
Infusion pump with a failure code 812:02. The biomed facility stated that no patient injury or medical intervention was involved with this pump. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.